Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopically assisted proximal gastrectomy, at the time of esophageal resection, the firing speed manual setting could not be performed from the first firing. It was also found that the rotation button on the left side did not work and the jaws of the device locked on tissue that was removed. The slow mode could not be set but firing was continued to be performed in the auto firing speed mode and the resection was able to be performed without any problem. There was no patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection of the returned product noted no abnormalities. Functionally, the device worked apart from the lack of piezo tones. An analysis of the system logs was performed. Log 245 was the last firing in the field. In this log, the user fired multiple reloads and the logs showed the handle being placed into slow firing speed for those firings. There were no signs of the device locking on tissue or being unable to rotate in the logs either. It was reported that the jaws of the device remained closed on tissue after firing and did not rotate. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: after disassembly of the device, a non-critical electrical component was found to be damaged. The product analysis noted evidence that the device was not used as intended. Damaged electrical components resulting in loss of piezo function can occur because of rough handling such as dropping the handle. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.